Event description:
Dr (B) (6) had a stent removal on the schedule on (B) (6) 2010, with a pt who had retained the black silicone stent for 4 months. This stent was so encrusted that it was unable to be pulled out. Dr (B) (6) then moved the pt to perform eswl on the pt along the kidney to release the stent. After eswl was performed the pt then was back in position for dr. (B) (6) to use graspers through the cystoscope and pull the stent out. With each grab pieces of the stent were breaking off. The stent kept getting shorter and the end of the stent was now in ureter. Dr (B) (6) frustrated at this stent had scheduled the pt to come back for a perc. Later that week on (B) (6) 2010. He had taken pictures of the stent in the ureter and the stent can be seen fully encrusted. Rep was present at the pcnl. Rep was then told that the pt had a stricture into the upper ureter in addition to the stone formation that took place on the inside and outside of the stent. The physician upon access at the perc site, was able to pull the remaining stent out in one piece. This portion is saved and being returned for review. Dr (B) (6) then took the stent and broke it into several pieces questioning the stent and its' material as it seemed to snap each time breaking. This pt was on the following medication diovan/hctz, toprol xl, flomax, klonopin, pepcid, baby aspirin. The pt is doing well.

Manufacturer narrative:
The product has not been returned for evaluation to date; however, photos were received noting the inside diameter of the stent was occluded with what appears to be calcification. Upon receipt of the stent fragments, an evaluation will be performed addressing the concerns of the physician. Following the evaluation a follow-up report will be filed.